Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor intermittently failed to display readings on the ilet while readings remained stable and continuous on the user¿s phone; after temporarily switching cgm settings to g6 and back to g7 and re-entering the transmitter code, the ilet briefly resumed displaying values before the pairing issue recurred. Symptoms included no reported adverse clinical effects, with a contemporaneous glucose value of 112 mg/dl and no hypoglycemia or hyperglycemia described. Outcomes included device replacement arranged by support. Investigation included guided troubleshooting and device restart, along with coordination for replacement. Investigation of this case revealed intermittent cgm-to-ilet communication failure consistent with a pairing or connectivity malfunction between the ilet and the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was a device communication issue of undetermined origin.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.